Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s device quit working. They were already in the second part of the operation in replacing the device. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the cause of the lead wire being frayed was that it was 15 years old and needed to be replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v126060, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the battery needed to be changed, as well as a lead replacement due to the lead wiring failure/frayed. It was noted that the cause of the device having quit working was that the primary spinal lead was frayed. The battery was replaced in (B)(6) 2019 and the lead was replaced in (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported/anticipated.